Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set leaked from a hole during priming with normal saline. There was patient involvement; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.